Manufacturer narrative:
Physio-control evaluated the customer's device and confirmed the reported issue but could not duplicate the issue. Physio identified that one of the batteries in use with the customer's device was older than two years old, and physio replaced the battery as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down during operation. There was no patient involvement reported with the event.